Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient's mother reported the patient's blood glucose level rose to 288 mg/dl while wearing the pod between 5 and 24 hours. Patient felt pain at the site and when the patient's mother inspected the pod, the pod's cannula was found to be dislodged from the infusion site.